Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported: "patient had surgery on (B)(6) 2013, underwent revision after dislocation (B)(6) 2013."